Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that over two years later this device was explanted due to normal battery depletion. No further allegations were received. No adverse patient effects were reported.

Event description:
Boston scientific received information that loss of capture was observed on this device system. The shock channel was flat during pacing, with a run of ventricular tachycardia (vt). Approximately 2.5 seconds passed between the intrinsic events prior to the when the vt began. The patient reported no symptoms associated with this observation. The patient's nurse reported that the patient would be followed up with in one month.